Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield). However, when they opened the box in the or, the box was empty and there was no product in the box. This empty box did come directly out of the storage roomand it was verified that the box was never opened prior to this case. There were no adverse outcomes due to this defect. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield). However, when they opened the box in the or, the box was empty and there was no product in the box. This empty box did come directly out of the storage room and it was verified that the box was never opened prior to this case. There were no adverse outcomes due to this defect. A replacement device was used to complete the procedure. No patient involvement.